Event description:
Information was received from a patient regarding an external device to an implantable neurostimulator (ins). The indication for use was non-malignant pain. It was reported that the patient was having issues charging their implant and the issue began last week. Patient stated they got a message that said replace the controller battery soon and they tried to call the manufacturer's patient services last week but had to leave a message, but they forgot about it and when they went to charge today, the controller was not working at all. The manufacturer's patient services specialist (pss) walked the patient through removing the battery pack and plugging controller into the ac power supply; patient stated that the controller did not power back on. Pss had the patient verify that the ac power box had a green light on it; the patient verified that the light was on. Pss had the patient inspect the ac power supply cord for any visible damage; patient verified there was no damage. Pss had the patient inspect their controller for any visible damage; patient confirmed no damage. Pss had the patient re-insert the battery pack to the controller and patient stated that the controller powered back on but that they got a message saying to recharge the controller. The troubleshooting steps taken on the call did not resolve the issue. A replacement ac power supply was sent out. No patient symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745ac (serial: unknown); product type: 0001-accessory brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient; UDI: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.